Event description:
Report received of a pump infusing at an incorrect rate. It was reported that a pump delivering an unspecified fluid was returned from clinical service with an unsigned note stating the device "ran drops at incorrect rate on channel a" the customer was unwilling to provide any additional information on the event, including patient specific information, whether the error resulted in an over or under-delivery, or whether there was any adverse effect to the pt.